Event description:
A customer reported that a fragment from a reliance lite t- handle, quick connect fractured off intra-operatively. The fragment was removed from the patient and the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
No new information.

Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect completion of the investigation.